Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump fill estimate was inaccurate. Additionally, it was reported that there were air bubbles in the tubing. Reportedly, the user removed the bubbles through fill tubing (while the user was disconnected from the site) and resumed insulin delivery, the user¿s blood glucose level was not impacted.